Event description:
Information was received via an internet blog posting (angioplasty.org) regarding a starclose device. The patient wrote "(B)(6) 2011' underwent a cath, was not told about the 'star closure' til after the procedure. If I had been told I would have told them no, as when I was younger I had trouble with iud's [intrauterine device], so I know I have no tolerance to metal no matter how small. Anyways since the procedure if on my feet too long or I am very active I get a terrible cramp like feeling in the groin area, to the point I have a pronounced limp. Went back to my surgeon, they did on ultra sound and referred me back to my reg dr. They are stating that it is not from the clip they used must be related to something else.' The patient indicated that she had a 'hard time believing that.' Additionally, the patient believed that physicians 'need to inform their patients before the cath about what they are doing and leaving in your bodies. This new condition is a terrible thing not only am I active but I am a waitress /bartender so it is interfering with my job.' There was no allegation that the starclose device malfunctioned or did not achieve hemostasis. The operator is not known; therefore, it is not known if the operator is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no product deficiency and product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Estimated date of event - the customer reported the product experience occurred after a catheterization procedure in (B)(6) 2011.